Manufacturer narrative:
According to the description of the event, a flexible drill shaft got bent during use. The product in question was not subjected to an optical examination by the hospital. Since no picture of the product was provided neither, no optical examination could be performed. It is known that the bending of the drilling shaft occurred during use/ intraoperatively and that it caused a prolongation of the surgery of about 15 minutes. However, this had no health effect on the patient. Another drilling shaft was used instead when the drill shaft got bent to finish the surgery. The manufacturing documents and the material certificates of the flexible drilling shaft were checked. Those did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the drilling shaft was bent and broke. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the drilling shaft. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a breakage of the shaft is the condition of the bone. Since there is also no information available, no statement is possible. This event was assigned to the error patterns "deformation of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: " drill shaft bent completely during drilling. The operation could be completed with another drill shaft. No damage to the patient. " note: it is known that the issue occurred intraoperatively and that it caused an extension of the surgery time of about 15 minutes. However, according to the available information, this extension had no health impact on the patient. Another product was used to finish the surgery.